Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported the device cannot be charged by pressing the charging button during a stable elective synchronized cardioversion procedure. Another defibrillator was used to treat the patient. No ECG monitoring strips or case event files were provided to philips for review. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.